Event description:
During surgical procedure, upon lifting the pt's uterus with the 5mm diva tenaculum, it broke inside the pt. All broken pieces of tenaculum were retrieved. Surgery proceeded on course.